Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 235 mg/dl, and the meter bg reading was 418 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) with a bg value of 410 mg/dl and high ketones due to the inaccurate values. Reportedly, the customer was treated intravenously with fluids of saline and insulin, and reported no permanent damage. At the time of the report with tandem technical support, the customer was still admitted to the ICU. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date from the hospital, but no response was received. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.